Event description:
Sales rep stated that when inserting the screw into the tibia during an acl repair the threads seemed to melt away/wear off. The screw was removed after being inserted 3/4 of the way into the tibia. Sales rep confirmed that the surgeon drilled a 9mm tunnel and was using a 9mm soft tissue graft. The surgeon used an arthrex type starter prior to inserting the screw. A delay of only two minutes resulted. Sales rep did not feel that the pieces of the screw were left in the patient.

Manufacturer narrative:
Device is not being returned for evaluation. The surgeon did not use our starter prior to inserting the screw, which is required per the IFU.